Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx drug eluting stent to treat a mildly calcified, mildly tortuous typical lesion located in the right coronary artery. The device was inspected with no issues noted. The lesion was pre-dilated. It was reported the patient's aorta was kinked more than average. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross the lesion. The device was then removed and the struts of the stent were raised and the stent was kinked. A non-medtronic guidewire was used in the procedure. Poor guidewire movement was encountered during the procedure. The non-medtronic wire was flushed before use and was used successfully with all devices before and after use with the resolute onyx stent. The procedure was completed using a non-medtronic drug coated balloon (dcb) with the same non-medtronic wire used previously. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis: bends were visible on the hypotube. A kink was evident to the inner member, distal to the proximal markerband. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to distal stent wraps with struts bunched. No deformation was evident to the distal tip. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #248912114:device decontaminated with cidex-opa. Bends were visible on the hypotube. A kink was evident to the inner member, distal to the proximal markerband. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident from the 15th to the 22nd distal stent wraps with struts bunched. Proximal stent od = (0.061 inches); mid stent od = (0.037 inches); distal stent od = (0.036 inches). Specification = (0.055 inches) max. No deformation was evident to the distal tip. It was not possible to load a 0.014 inch guidewire due to kinked inner member. The inner lumen patency could not be verified with a 0.015 inch mandrel due to the kinked inner member. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.